Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported events could not be conclusively established through this evaluation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) is currently available. Section 1 ¿introduction¿ of this document lists right heart failure as an adverse event that may be associated with the use of the heartmate 3 lvas. Additionally, section 6 ¿patient care and management¿ lists right heart failure as a potential risk/adverse event that may be associated with the use of heartmate 3 lvas. This section (under ¿right heart failure¿) also outlines indications of right heart failure as well as possible treatments. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was additionally reported that the indication for the transplant was progressive right ventricular failure. The patient had right ventricular failure that did not resolve after left ventricular assist device (lvad) implant. The patient was on a high dose of milrinone with continued complications requiring right ventricular assist device (rvad) support. The device operated as expected.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient was transplanted. The outcome was not device or therapy related.